Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock. It was determined that this was due to air bubble noise. The therapy of the patient was turned off and remained hospitalized. X-rays were performed which were inconclusive. Examination of the patient was performed, and the air bubble was no longer present which made the secondary vector usable. The next day the system was evaluated once again, and no noise was present. The therapy was turned on once again and the patient was monitored for one more day on the hospital. This device remains in service. No further adverse patient effects were reported.